Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.